Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter expiration alert was reported. Data was provided for evaluation and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, a transmitter failure was found in connection to the reported allegation. The reported event of a transmitter expiration alert is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.